Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, intraocular lens (iol) was explanted approximately 11 years post original implant, due to dislocation. The lens was not replaced and patient was left aphakic. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found one haptic torn from the optic. And the other haptic was bent and damaged. The optic was found torn at the missing haptic location. And small chunks of the optic were missing around the perimeter of the lens, near the missing haptic location. Due to the condition the lens was received, visual inspection could not verify the failure mode. Additional information was requested, but not received. The iol implant card, which was returned along with the device, indicated the right eye was affected. The device history record (DHR) review did not find any anomalies or non-conformities related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause could not be determined.